Manufacturer narrative:
Follow-up # 1 (06/13/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the lancing device involved with this complaint failed testing. The lancet holder cup was found broken. Therefore, the complaint is confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the lancet holder to his onetouch lancing device (mini lancer) was damaged. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 3:51pm. The patient informed the cca that he manages his diabetes with pills and diet/exercise. At the time the alleged issue began, the patient stated he did not take any action regarding his diabetes regimen. At an unknown/date after the start of the alleged issue, the patient reported feeling sweaty. In spite of his symptom, the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the lancing device had been used for about 1-2 years and there was no misused of the lancing device. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged issue began.